Event description:
A report was received stating a ventilator generated a "replace coin battery" message. The patient was not connected to the ventilator at the time of the event. It was reported that another ventilator was set-up for the patient in waiting. There is no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The returned device was evaluated for the reported event. The covidien failure investigator replaced the coin battery. The device was then found to operate as it was intended.